Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac power source, test lung, and test circuits. The ventilator passed 137.3 hours of extended tests without any error or unusual alarm conditions. Several patient outlet port leak tests were perform after the extended run test, and the ventilator passed. The ventilator also passed the initial final test and the initial alarm volume test without exception. The ventilator was processed through service and completed calibration checkout. The ventilator met all factory specifications.

Event description:
It was reported to vyaire medical that the ventilator stopped working while in use on a patient just before a transport. The ventilator made a growling noise and alarmed "blower demand", then shut down. The patient's oxygen level desaturated during this event, but there was no permanent harm. The customer stated that they tried to turn the ventilator on again, but it did the same thing.